Event description:
It was reported that the pt arrived for a dialysis treatment and was found to have a crack in the female luer of the venous extension. The pt was sent to the hosp to have the extension replaced. The pt returned to the dialysis unit with a plastic 'christmas tree' inserted and taped to the venous tubing. When the blood pump was turned up to full speed the 'christmas tree' spearated from the venous tubing causing a 100-200cc blood loss. The pt returned to the hosp the following monday and a new venous extension was applied.